Manufacturer narrative:
Block h6: device code 2944 captures the reportable issue of foreign material on device. Block h10: investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. A red substance was found on the balloon which was confirmed to be blood according to the presumptive blood detection test, thereby confirming the reported event of foreign material present in device. Also, the catheter was kinked; the outer diameter was measured in three locations (distal, medium, proximal) and found to be within specifications. The failure found on the device may be related to the device being used, being returned to the original package, and later being put into storage again by mistake. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause cannot be established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A similar complaint review was performed and found that no other complaints were reported for this lot number.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was to be used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, after the device was unpacked, it was found that the balloon and catheter already had "blood and other fluids". A photo submitted by the customer confirmed foreign material present on the device. It was noted that the product packaging was sealed prior to finding this issue. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was to be used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, after the device was unpacked, it was found that the balloon and catheter already had "blood and other fluids". A photo submitted by the customer confirmed foreign material present on the device. It was noted that the product packaging was sealed prior to finding this issue. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.